Event description:
A surgeon reported that 'side ports were leaking' after surgery was completed and sutures were used to close. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).